Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure the device fired malformed staples. The procedure was completed by add'l suture. There was no adverse consequence to the pt.